Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to a bent cannula. The patient began feeling unwell and vomiting. The patient was hospitalized from (B)(6) 2016. Patient was diagnosed with dka. Patient received an "insulin drip" for treatment of the elevated blood glucose levels. It is unknown what kind of insulin was provided or how much. The lot number was not provided by the patient. Product will not be returned for evaluation.